Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl. Customer consumed glucose tablets to address bg. Reportedly, customer alleged the control iq software was unable to address bg due to customer not having an active continuous glucose monitor (cgm) sensor session. Ultimately, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.